Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial report mistakenly reported silicone implants. The correct product received is textured saline. Device evaluation summary completed on (B)(6) 2020. During visual inspection of the sample, it was observed a tear measuring approximately 0.2 cm located in the anterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: unknown silicone implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent an unknown breast surgery with unknown silicone breast implant which the right side ruptured after implantation. As a result patient had the device removed on (B)(6) 2019.